Event description:
On (B)(6) 2010, the patient underwent a bilateral knee arthroscopic synovectomy and chondroplasty, and a left knee arthroscopic partial medial menisectomy using a covac 70 with integrated cable wand. During the surgery, the tip of the device broke off. An x-ray was performed on the patient and the tip was not seen in the patient. The patient has been notified.

Manufacturer narrative:
The device is returning to arthrocare for investigation. A follow-up report will be provided once the device investigation and lot history review are completed.